Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the connection between their catheter and the patient line of the liberty cycler set during their pd treatment. The patient initially contacted fresenius for assistance with bypassing from drain 0 to fill 1 of treatment as the patient connected to treatment while empty. Fresenius technical support assisted the patient with bypassing to fill 1 and the catheter/patient line connection began to leak before the patient began to fill. The patient stated that the blue pin connection on the cycler set appeared to be broken. Treatment was cancelled. Fresenius advised the patient to re-setup the cycler with new supplies as the patient confirmed that no fluid came into contact with the cycler. The patient was also advised to inform their peritoneal dialysis nurse (pdrn) of the reported event. Additional information was requested, however a response was not received. It was not initially stated that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.